Event description:
The clinician reports the implant was inserted (B)(6) 2011 in fdi 46. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, bleeding and abscess. No further patient complications were reported.